Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a calcified limb vessel. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, it was noted that the guide wire tip broke at the foot region from the anterior tibial side. The device was removed. The procedure was completed with another of the same device. No further patient complications were reported and the patient was stable.

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a calcified limb vessel. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, it was noted that the guide wire tip broke at the foot region from the anterior tibial side. The device was removed. The procedure was completed with another of the same device. No further patient complications were reported and the patient was stable. It was further reported that the target lesion was located at the anterior tibial region for the below the knee (btk) procedure. The broken tip was found in the anterior tibial artery and it did not travel or move down the artery after it was detached. The detached tip was successfully removed from the patient.